Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, fold creases, underweight. A microscopic analysis was performed which identified; an extended sharp opening on patch bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported a right -side rupture. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right -side rupture. Device remains implanted.